Event description:
As reported by our edwards lifesciences japanese affiliate and through the japanese transcatheter aortic valve implantation (tavi) registry, post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the patient developed a fever and an infection. The source and type of infection is unknown. Subsequently, the patient's condition deteriorated. Despite treatment, the patient developed cardiac and respiratory arrest. Approximately eighteen (18) days post tavr procedure, the patient passed away. No additional details were provided.

Manufacturer narrative:
Per the instructions for use (IFU), potential adverse events associated with the transcatheter heart valve (thv) procedure include infection including septicemia, fever and/or death. Fever after the transcatheter aortic valve replacement (tavr) procedure is common and may result in extensive workup, treatment with broad-spectrum antibiotics, and prolonged hospitalization. Despite these consequences, the prevalence and nature of fever after tavr is commonly a non-infective systemic inflammation syndrome that may increase the length of stay but does not significantly affect clinical outcome. It is the natural tendency of the body to fight infection in the intercellular space. These patients are typically given an antibiotic prior to the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent infection. Additionally, the thv training manuals and instructions for use (IFU) instructs the operator on the proper insertion techniques for the edwards sheath. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the fever and infection could not be determined; however, it may be due to patient factors and/or procedural factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.